Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement was performed in the right common femoral artery (rcfa) with two proglide devices via a 7f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the evar an attempt was made to close the access site. While retracting the 20f sheath out of the rcfa the sutures were pulled but only mild hemostasis was achieved. The guide wire was removed and the suture trimmer was used; however, hemostasis was not achieved. The sutures of the second proglide device did not achieve hemostasis requiring surgical closure. Simple surgical suturing was performed to achieve hemostasis in the rcfa. Reportedly, during the surgery it was noted that the knot was tight but not down on the vessel wall. There was no adverse patient sequela. There was a delay in the procedure due to the surgery; however, no significant impact to the patient. The physician is reportedly in-training in the use of the proglide device and the pre-close technique. No additional information was provided.